Event description:
The customer reported that while running a hepatitis surface antigen assay, using summit sample handler, liquid was found between plate wells at position e8 and position f8. No error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event.